Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the guide wire kinked during use.

Manufacturer narrative:
(B)(4). The customer returned a used spring wire guide (swg) still inside of the swg assembly. A visual inspection of the swg revealed that there are offset coils and a slight bend in the swg body. Microscopic examination of the guide wire confirmed the offset coils and slight bend. Both welds were present and were observed to be full and spherical. The offset coils and bend in the swg were located approximately 2.8 and 17 cm and from the distal end of the swg, respectively. The length and outer diameter of the swg were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire body contained a slight bend and offset coils. The swg was able to fully advance through the returned ars, despite the slight bend and offset coils found during visual inspection. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the swg and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the guide wire kinked during use.